Event description:
Information received a smiths medical cadd-solis vip pump was alarming up stream occlusion. No patient adverse events reported.

Manufacturer narrative:
Evaluation results: one cadd solis was returned for investigation in good condition. The tamper seal was missing and the lens was damaged. The reported product problem was not replicated following a sensor test. A root cause could not be established.